Event description:
It has been reported to philips that the system was not booting up. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that 16 port network switch inside m-cabinet was failing. The 16 port network switch has been replaced that the system was returned to use in good working order. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not booting up all the way. A review of the system log file showed that the collimator, geometry, image processor, image detector, sequencer, ui devices, and many errors and warnings at the startup of the system upon functional testing, the fse found that the 16-port network switch was not on. To resolve this issue, the fse tested the incoming power supply, which is working properly, reseated the power connector and network connections, and ordered a new network switch proactively one year later; however, the reported issue reoccurred, and to resolve this issue, the fse replaced the 16-port network switch. After which, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.